Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 07/22/2016 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes that the surgery was to address a possible loose acetabular component, but the component was found to be well-fixed. The postoperative diagnosis included impingement of greater trochanter against the pelvis. No components were removed. There is no new additional information that would affect the existing investigation.

Event description:
Litigation papers allege: patient experienced pain and discomfort in her left hip and elevated levels of cobalt and chromium in her blood. Update - (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2015 - litigation received. Dob provided. Stem and sleeve added for elevated metal ion levels. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.